Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller who was going to try and reproduce the out of range measurements or the noise. The consultant discussed the option of programming off the lead safety switch (lss) or adjusting the right ventricular (rv) sensitivity. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system had stored ventricular tachycardia (vt) events due to noise which is suspected to be caused by the lead configuration switching to unipolar mode as a result of out of range pacing impedance measurements. Impedance measurements range from 370-550 ohms. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was subsequently performed and the associated rv lead was removed from service and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.